Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were initiating therapy using an arctic sun device but were getting alert 02 (low flow). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage. Pump hours were 6778.8 and system hours were 7355. Asked nurse to stop therapy, empty and disconnect pads. Enabled manual mode. No visible damage to fluid delivery line (fdl) and it was fully seated. In manual without pads flow rate (fr) was 1.6lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 57 percentage. Connected left thigh pad. Flow rate (fr) was 0.7lpm, inlet pressure (ip) was -7.3psi, 34 percentage. Connected left chest pad. 0lpm, -0.9psi, circulation pump command (cpc) was 100 percentage. Values did not improve when moving to another valve set. Flow rate (fr) remained 0lpm and inlet pressure (ip) was -0psi when connecting right pads. Suggested replacing pads, lot ngjx2427. Walked through disabling manual control. Asked nurse to put pads behind nursing station if they want them returned to quality for inspection.

Event description:
It was reported that they were initiating therapy using an arctic sun device but were getting alert 02 (low flow). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage. Pump hours were 6778.8 and system hours were 7355. Asked nurse to stop therapy, empty and disconnect pads. Enabled manual mode. No visible damage to fluid delivery line (fdl) and it was fully seated. In manual without pads flow rate (fr) was 1.6lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 57 percentage. Connected left thigh pad. Flow rate (fr) was 0.7lpm, inlet pressure (ip) was -7.3psi, 34 percentage. Connected left chest pad. 0lpm, -0.9psi, circulation pump command (cpc) was 100 percentage. Values did not improve when moving to another valve set. Flow rate (fr) remained 0lpm and inlet pressure (ip) was -0psi when connecting right pads. Suggested replacing pads, lot ngjx2427. Walked through disabling manual control. Asked nurse to put pads behind nursing station if they want them returned to quality for inspection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Instructions for use were reviewed for this investigation and found adequate. Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.